Event description:
Follow up information received identified the patient's scs ipg was replaced. Additional follow up identified the patient reported the pain she experienced before the procedure has been relieved.

Manufacturer narrative:
1627487-05242011-002-r and 1627487-07262012-002-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs ipg site was uncomfortable. The patient reported she fell on the implant site last december. In addition, the patient stated she had lost some weight as well. Reportedly, upon examination no redness or swelling at the ipg site was noted. Surgical intervention may be taken to address the issue.